Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called the vad emergency line to report that the vad sounded abnormal. Patient was instructed to report to emergency department (ed) for evaluation. It was stated that the patient was consistently in therapeutic range. Patient was admitted to the hospital for follow up. It was stated that there were no test done to confirm thrombus. It was stated that the log files were sent, which showed concern for thrombus with elevated power consumption. Tpa administered and power initially returned to baseline, however, continued to rise through the morning of (B)(6) 2016. Ldh remained elevated throughout treatment. On (B)(6)2016 second round of tpa was administered and patient tolerated thrombolytic therapy well. It is reported that he patient remains in ICU for evaluation. On (B)(6) 2016 the patient was taken to the operating room to exchange the lvad, which will be returned. It was stated that the issue was resolved with the exchange and the patient is recovering. No additional information available.

Manufacturer narrative:
After further review of additional information received model/lot #, manufacturer site, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and a rise in power consumption to parameters outside the normal operating range. The pump passed functional testing and dimensional verification. Visual inspection revealed scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient initially presented to the emergency department with chest pain, increase hvad noise, dark urine, elevated lactate dehydrogenase and spike in the hvad power consumption that was suggestive of a suspected device thrombosis. At the time of the event, the patient was taking aspirin, prasugrel and warfarin. The patient was admitted and was treated with tissue plasminogen activator (tpa) on (B)(6) 2016. The site reported that this treatment had initially been thought to have been successful. However the patient continued to have clinical evidence of persistent device thrombosis. He underwent hvad exchange (B)(4) on (B)(6) 2016 via a thoracotomy approach. The site reported that there was no obvious precipitant for the thrombosis event. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the hvad system and the patient's condition and unrelated to the hvad procedure. Updated conclusion: hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and a rise in power consumption to parameters outside the normal operating range. The pump passed functional testing and dimensional verification. Visual inspection revealed scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications and the patient's past history and comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.